Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. A defective purge was reported. They replaced the device. No patient consequence reported. Additional information was received. The issue was noted during the device being used on the patient. The suspected device for the reported flow/irrigation issue is the catheter. Used another device to complete the procedure. The bwi product analysis lab received the device for evaluation on 04-jun-2024. The device evaluation was completed on 17-jun-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a defective purge during use on the patient issue occurred. Initially a defective purge was reported. They replaced the device. No patient consequence reported. Additional information was received on (B)(6)2024. The issue was noted during the device being used on the patient. The suspected device for the reported flow/irrigation issue is the catheter. Used another device to complete the procedure. The brand and model of the pump used can not be provided. The customer has 2 mobile pumps which can be used both. Used another device to complete the procedure. Correct catheter settings were selected on the generator. The defective purge issue was originally considered non-reportable, however, bwi became aware that it occurred during use on the patient on (B)(6)2024 and have reassessed the event as reportable. The awareness date for this reportable issue is (B)(6)2024.

Manufacturer narrative:
(B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).